Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: the visual analysis of the received image determined that a plastic bag with gauze inside could be observed, the image is not clear to determine the failure mode. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated/ sutured? Was the needle removed from the patient? How many minutes was the surgery prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-04165 and 2210968-2022-04166.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2022 and suture was used. During the procedure, there was an incident of the thread used for sewing, which only a few times the thread pull broke between the end of the thread and the needle and it happened 3 times in a row. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/12/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. What tissue is approached/stitched? The area near the dura mater. 2. Is the needle removed from the patient? Yes, it was. 3. How many minutes the operation was extended?more than 45 minutes. 4. Were there any unexpected results or complications as a result of the long operation time? Apart from the doctor's complaint, the length of the operation was also significantly disrupted. 5.is the patient's treatment changed due to the long operation time? Don't know if yes, please describe the device restore status? Additional h3 investigational summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and needle pull no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-04164, 2210968-2022-04165, 2210968-2022-04166.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2022. H3 investigational summary: one needle-suture combination of product code w58603 was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Upon the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-04164, 2210968-2022-04165, 2210968-2022-04166.